Event description:
The laser system has the following problem: fiber presence sensor damaged. No adverse effects to patient were reported.

Manufacturer narrative:
The problem was due to bad insertion of the sma fiber connector. After the repair, the laser system restarted to work. We are unaware about patient injury.